Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Poly wear was also reported.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient's insert was revised to address infection.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint consisted of (1) 151620807 attune cr fb insrt sz 8 7mm, lot number 336498. Per the initial report, the remaining reported devices remain implanted. A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. Femoral articular surface exhibit wear pitting consistent with third party (cement) wear. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.